Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump has been alarming with no delivery during the fill tubing and bolus processes. The patient's blood glucose at the time of incident exceeded 600 mg/dl, which he started treating with manual insulin injections. The customer stated that he had gone through several new reservoirs from different boxes and the no delivery alarms persists. Troubleshooting did not occur as the customer did not have any insulin left. No products were returned and two replacement reservoirs were shipped to the customer.